Manufacturer narrative:
No device was returned for eval; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that the synchron cholesterol reagent container leaked during use on the synchron cx9clinical system. No injuries were reported.